Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record for the reported lot number, m7243t301, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. All information reasonably known as of 31-aug-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). The device was not returned.

Event description:
Avanos medical, inc. Received a single report that referenced three different incidences, which were associated with separate units, involving three different patients. This is the third of three reports. Refer to 8030647-2018-00515 for the first event. Refer to 8030647-2018-00516 for the second event. It was reported the connection between double swivel elbow (dse) and flex connector was loose and came off during suctioning. The suction catheter and flex connector were replaced immediately and there was no impact on patient health.